Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, a diagnostic anomaly was found in which the pacemaker (pm) exhibited higher battery longevity than it displayed. No intervention was performed. There were no patient consequences.